Manufacturer narrative:
The insulin pump was stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. It may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. It also had a scratched display window, cracked display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported via phone call that the inuslin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 5.5 mmol/l. Troubleshooting was performed. The device was returned for analysis.